Event description:
It was reported that the patient was in a car accident and experienced blunt trauma. Approximately four months after the accident, the patient was seen for a follow-up. The capture threshold showed an increase and capture was intermittent. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.